Event description:
It was reported that during a procedure, the nc trek balloon dilatation catheter (bdc) was being advanced over the guide wire when the proximal hub of the catheter was found detached from the shaft. Additionally, it was noted that the shaft was damaged/kinked. The device was retracted and removed from the anatomy without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect prep, failure to submerge balloon to active coating. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported kink was not confirmed; however, shaft separation which originated from kinks was confirmed. The device was not soaked prior to use; it should be noted that the nc trek otw instruction for use (IFU) instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.